Event description:
It was reported that during a radiofrequency ablation procedure, the catheter was allegedly starts by itself over again for the cycle. Furthermore, this happened on different catheters throughout many attempts. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a radiofrequency ablation procedure, the catheter was allegedly starts by itself over again for the cycle. Furthermore, this happened on different catheters throughout many attempts. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a DHR and manufacturing review was not required as the event was determined to be expected, and the investigation did not identify any manufacturing and/or service-related issues. Investigation summary: the venclose generator serial number (B)(6) was received at the bd-bard global service & repair. The venclose generator was visually inspected upon receipt and was found to be in good physical condition. Found, the software version is 3.17 and voltage for 10cm = 20.56v>15v and 2.5cm = 6.73v >5v and these specifications were within limits. The device was functionally tested and passed the electrical testing, no defect was found during evaluation. No other anomalies were identified. Therefore, the investigation is determined to be unconfirmed for the reported generator keeps double beeping as it trying to reach temperature and then starts itself over again for the cycle. The root cause for reported generator keeps double beeping as it trying to reach temperature and then starts itself over again for the cycle issue cannot be determined as the problem could not be reproduced. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3 h11: d4(unique identifier (UDI) #), h6(method, result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.